Event description:
It was reported to boston scientific corp that a resolution clip device was used during a flex sigmoidoscopy performed on (B)(6) 2009 (pts age is unk, although pt's age has been reported as over 18 years). According to the complainant, during preparation, the clip prematurely deployed in the sheath. This device was not used in the pt. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).